Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, egms could not be retrieved from the device. Technical support was contacted and the firmware was reloaded and normal function of the device was restored. The patient was stable and will continue to be monitored.